Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in preparation for an ultrasound guided kidney biopsy procedure the device allegedly self activated. The procedure was completed with another device, there was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional evaluation the top slide released during the drop test/functional testing. Upon disassembly, it was noted that the left bumper was bent and overlapped by the spring preventing adequate space for cannula tangs to fully lock into position. Therefore, the investigation is confirmed for self activation as the device failed drop testing. The bent bumper likely contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in preparation for an ultrasound guided kidney biopsy procedure the device allegedly self activated. The procedure was completed with another device, there was no patient contact.